Manufacturer narrative:
Pt information not available at time of this report. System evaluation is currently being performed.

Event description:
Site rep reported that, while in a spine case, they were unable to navigate in lateral view 2d fluoro procedure. The surgeon could navigate without issue on their ap image but not in their lateral image. The cad model and cylinder were absent in the lateral view. After switching to passive instrumentation, the case continued as planned with the use of the stealthstation. No impact to pt outcome.